Manufacturer narrative:
Per tandem's user guide, "use the load menu to follow the proper procedure for a cartridge change." No product returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was impacted. Reportedly, customer did not have a cartridge on the pump during the load cartridge process. Customer was able to load a new cartridge successfully.